Event description:
During laparoscopic appendectomy, multifire endo gia stapler did not work correctly, resulting in the appendix 'stmp' not closing with staples. This required surgeon to convert to open appendectomy.